Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (protective sheath). The reported material deformation appears to be related to operational context of the procedure as it is likely the reported force used to remove the sheath caused the reported material deformation (stent damage). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI # is unknown because the part number was not provided.

Event description:
It was reported that during preparation of an unspecified stent delivery system, the protective sheath was difficult to remove. Force was used to remove the sheath which caused unspecified damage to the stent. There was no patient involvement. A new device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.